Event description:
Inventory tech reported a pt reaction to the psn (polysynthane) membrane. The incident occurred during the pt's first exposure to the psn membrane. No further info is available regarding this incident. Multiple attempts have been made to gather add'l info. No response from healthcare professional.